Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of a050401 - fluid leak for the period of (B)(6)2021 through (B)(6) 2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Device evaluation: deflation: observed an opening assessed as fold flaw opening and cracked valve seat diaphragm valve. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Yellow particles observed outside the device. A delamination partial of the valve (cohesive failure) no further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, d9, g1, h3, h6.